Event description:
During an unspecified treatment procedure, the equalizer balloon was leaking. The equalizer balloon was replaced with another balloon to complete the procedure. No pt injuries or complications were reported.